Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a manufacturing evaluation. Visual inspection showed no signs of damage or visual nonconformities. The device was manufactured by orchid unique and processed per specification requirements. Per the supplier evaluation, there were some minor cosmetic non-conformances on the tines of the part consistent with the field usage. This complaint is invalid from a manufacturing standpoint. A product development evaluation was also performed. The returned device was clearly identifiable by the laser etch and all parts of the laser etch were legible. The painted white identification band was present. There were some minor scratches on the shaft near the coupling, most likely from use. There was also some residue along the shaft, but the origin is unknown. The hex coupling was tested successfully with an in-house screwdriver handle. The blade tines were intact and only showed some discoloration at the tip from use with screws. It was tested functionally with various in-house matrixmidface screws (self-tapping, self-drilling and emergency) and all retained successfully. It was tested with the concomitant screw and it did not retain; however, that screw appeared to have already been used and was deformed during that usage. Since the concomitant screw was already deformed, testing it with the screwdriver blade did not replicate the original complaint, thus indicating that perhaps there was a problem with the concomitant screws being used in the procedure. This complaint is considered invalid from a design perspective since the returned device was still functional and the design of the screwdriver blade will result in interference with the screw recess, resulting in retention.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation showed a visual inspection was performed on the returned part and no signs of any damage or visual nonconformities were observed. Per supplier¿s evaluation, there are some minor cosmetic non-conformances on the tines of the part; this condition is consistent with the field usage. Orchid unique evaluated the returned complaint part and found the product conforms to the gage line specifications using the ogp system.based on the specifications at the time of the original manufacturing and the evaluation of the returned part performed by supplier, this complaint is deemed invalid from a manufacturing position event description updated. Mfg date: 1/26/12, 1/31/12. Original awareness date is 2/28/12. Additional information received on 5/21/12.

Event description:
This is report 1 of 3 for complaint (B)(4).

Event description:
It was reported that during a difficult panfacial procedure, the staff and surgeon had problems picking up the screws with the matrixmidface blade hex coupling screwdriver. The surgeon was trying to pick up the ti matrixmidface 4.0mm self-tapping screws with the driver blade and asked two additional nurses to help get the screws onto the blade for insertion into the patient. In situ, the surgeon dropped one 4.0 mm screw and could not locate the screw. At the end of the case, x-ray was called for and this extended the procedure by one hour. The screw was located in the patient's sinus with the surgeon decided to leave the screw where it was. It is not known if the surgeon will schedule a removal of the screw at this time. This is report 3 of 3 for this event.